Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified right coronary artery. The lesion was pre-dilated with an unspecified 1.5 mm balloon. The 3.0 x 8 mm apex mr balloon catheter was used for post-dilatation and ruptured at 10 atms on the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.